Event description:
Noise was reported on the rv channel. Tachy therapies have been disabled and physician will be consulted for next steps. Device remains implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.